Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the right ventricular (rv) lead had high/undefined rv coil impedance, the pacing impedance had increased sharply, and high threshold was indicated. The rv lead was suspected to be fractured. The right atrial (ra) lead impedance was also noted to have increased sharply and a fracture was suspected. The leads remain in use. Nopatient complications have been reported as a result of this event.